Event description:
The reporter stated there is a leak in the retention balloon and it is deflating. The reporter states the balloon must be reinflated or the catheter may be completely removed due to the deflation of the balloon resulting in a change of the catheter. For a patient, the change was necessary three times in a week.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. Based on available information the medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device exposes the patient to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the flexi-seal fms device when compared with other methods, the possibility cannot be completely ruled out. A lot number was not provided. Therefore, we are unable to confirm the specific manufacturing site. Both potential manufacturing sites have been listed below. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected.